Event description:
During a pt procedure, leakage occurred from the valved PICC device at a location distal to the suture wing. There was no report of pt complications. The used device has been returned for evaluation.

Manufacturer narrative:
The device history records for the reported lot number was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the june 2008 namic/va complaint report for the vaxcel pasv PICC product family did not note any adverse trends associated with the reported failure mode. Although the used device has been returned for evaluation, the device analysis has not yet been completed. Upon completion of the investigation, a follow-up medwatch will be submitted. (B)(4).